Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy. It was stated that the device should have infused 100ml of "IV abx" from a 100ml bag. Upon completion of the infusion the registered nurse found approximately 50ml remaining in the "IV abx bag". The pump was checked to verify the proper programming. The pump stated 103ml infused at completion. There was patient involvement, but no known patient injury or medical intervention associated with this event. No additional information is available.